Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: evaluation of the returned device and packaging components confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product code 867433, lot number dl1s54000. Device history review: no anomalies noted and all packaging conforms to all process and product specification requirements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The 115x20mm stem was opened and the inner packaging was stained - the second sterile pouch was also stained and the surgeon was unsure of the implant sterility and could not use this.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: evaluation of the returned device and packaging components confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product code 867433, lot number dl1s54000. Device history review: no anomalies noted and all packaging conforms to all process and product specification requirements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.